Event description:
It has been reported to philips that the geometry movements were partly available. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry movement were partly available. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the consumer did not respond to the action plan that was issued. The codes were updated based on the investigation outcome.